Event description:
It was reported that in the anesthesia department, they found the connection between the introduction needle and syringe is loose. According to the hospital staff, the hub of the introducer needle is too big. There is risk of the needle to slide out. A new kit was opened and the procedure was successful. There was a delay in treatment, but no harm to the patient. No complication s or death occurred to the patient.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow up report will be filed if additional information becomes available.